Event description:
The physician stated that after a cryoablation procedure, the patient had a pericardial centesis. The pericardial effusion was discovered after the patient was transferred to the post anesthesia care unit. The patient was brought back to the lab for the pericardial centesis and then was immediately taken to surgery to have a pericardial window procedure. The physician also stated that the patient had to be taken off of anticoagulants due to the complication and that he subsequently developed a dvt. The physician stated that the patient is now doing well.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.